Event description:
A report was received that a patient is having tenderness at the midline incision. The physician performed a revision on the clik anchors and used smaller sutures. The patient is reportedly doing well.